Event description:
It was reported the device failed accuracy (+9.35%) during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: 04/28/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4) no causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed, no impact or corrosion damage present. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Expulsor assembly is over-delivering to the patient. Faulty expulsor assembly was replaced.